Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28 was used to cover that the physician is monitoring the patient. The cause of the aneurysm enlargement was an underlying external iliac artery dissection/aneurysm. The plc271400/ (B)(6) device attributed to the distal type I endoleak was covered under the (B)(4) and the manufacturer report# 3013164176-2025-02690 was sent to FDA. A gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system was reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2025, the patient underwent endovascular treatment of a chronic descending thoracic aortic dissection using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. A gore® tag® conformable thoracic stent graft with active control system and gore® excluder® iliac branch endoprosthesis iliac branch component were implanted with the tambe device. Also, gore® excluder® aaa endoprosthesis devices were implanted on the right and left side. Pre-treatment cta on (B)(6) 2025 showed that the maximum diameter of aortic disease was 72mm. Follow up cta on june 20, 2025 showed that the maximum diameter of aortic disease was 61 mm. On (B)(6) 2025 the thoracic aneurysm enlargement was reported. The cause of the aneurysm enlargement was an underlying external iliac artery dissection/aneurysm. Additionally, on (B)(6) 2025, a distal type I endoleak associated with the most distal plc271400/ (B)(6) device implanted on the right side was noticed. It was reported that the cause of the distal type I endoleak was that the patient¿s external iliac artery was aneurysmal from chronic dissection. Reportedly, the endoleak communicated with the taaa false lumen. It reached 80mm. This is a 20mm growth in 3 months. On (B)(6) 2025, the patient underwent the additional procedure for the right external to superficial femoral artery (sfa) and profunda reconstruction with a bifurcated graft right sartorius rotational flap. (This information was covered under the (B)(4). The patient is doing well. It was reported that a ctag, a tambe device or any stent or stent graft in contact with any tambe components were not involved in reintervention.